Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that insyte autog bc leaked beyond the septum. Customer purchased the 22g wingless and blood controlling IV catheters. The last client of the day I placed IV from the same box that I had been using all day with no issues however this one was not blood controlling, and blood was pouring t from the IV. This client is sensitive to needles, and this put a pour taste in his mouth. Xxxx doubted the service that I could provide and wanted to discontinue before starting the drip. Injuries or adverse event: no.